Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a procedure to reduce a fractured mandible was performed on (B)(6) 2017. A 2.0 driver was used and the screw fractured without applying much pressure. The tip of the screw fractured and remained in the patient's bone. There was a 10 minute surgical delay.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed as the returned section of the screw was visually evaluated where it was seen that the screw was fractured through the minor diameter. Looking at the head of the screw it can be seen that the blade maintained good retention until the head of the screw became stripped. The screw cannot be functionally tested since it is fractured. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to the screw experiencing excessive force during insertion. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report updates: date of this report updated to dec 5, 2017. Date received by manufacturer updated to nov 10, 2017. Type of reported updated to follow up with follow up # 2. Follow-up type updated to device evaluation. Device evaluated by manufacturer updated to yes. Additional narratives/ data updated to reflect product evaluation.